Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during the preparation of a 26mm sapien 3 valve, the valve was rinsed in saline for one minute. During the second rinse sequence, floating fine red particles were observed. The valve was not used for the tavr procedure. No consequences to the patient were reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The sapien 3 valve was returned to edwards lifesciences for evaluation.  Visual inspection of the unused valve revealed the ID tag and holder were still attached to the valve.  A red/brownish particulate was also observed.    The particulate was sent for material analysis testing.  The material analysis was performed with fourier transform infrared spectroscopy (ftir).  The results scan from the ftir indicated the particulate material has an approximate match for zein-like material, based on absorption characteristics.   A review of the manufacturing process was performed in order to determine if the zein particulate could have originated at the edwards singapore facility (valve manufacturing site).  Based on the review, no zein material were used in the thv manufacturing process for the valve assembly at the edwards singapore facility.    Lot history review did not reveal any other complaints related to particulate contamination for the appropriate packaging assembly or the subassembly.   Complaint history review from january 2018 through december 2018 for the edwards sapien 3 valve (model 9600tfx, all sizes) revealed other returned complaints for ¿valve ¿ particulate, contamination¿.  A review of complaint history revealed the occurrence rates did not exceed the december 2018 control limits for the appropriate trend category.   A device history record (DHR) review did not reveal any manufacturing issues related to the particulate contamination.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to the valve rinsing instructions, warnings, contraindications, and the directions/conditions for the successful use of the device.   During the sapien 3 valve manufacturing process, the in-process glutaraldehyde is changed out at the end of the assembly step.  The valve undergoes multiple 100% visual inspections under 8x magnification during valve assembly.  Following visual inspection, the glutaraldehyde is changed out to rinse off any loose particulates and / or sutures in the jar or valve.  Prior to final packaging, the valve and jar undergo 100% visual inspection under 3x magnification to ensure no foreign materials are on the valve or inside the jar.     A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  It should be noted that the particulate was found during the valve prep.  The valve was not used for the procedure.  No consequences to the patient were reported.   In this case, the complaint for valve ¿ particulate, contamination was confirmed based on the visual inspection of the returned valve and particulate.  The spectroscopy results revealed that the red particulate was zein like material, which was not found in manufacturing, based on the manufacturing process review for the edwards singapore facility.  No manufacturing non-conformances were identified in the manufacturing process at edwards based on the investigation.  Since the exact source of the red/brown particulate could not be determined, a definite root cause for the event could not be determined at this time,  as reported the particulate was found during the second rinsing process (out of the jar).  The source of the contamination may have originated from the field.    Since no labeling/IFU deficiencies were identified, and review of complaint history revealed that the occurrence rate did not exceed the december 2018 control limits for applicable trend category, no corrective or preventative action is required.